Manufacturer narrative:
The initial MDR was inadvertently submitted with a date of 11/24/2022. The correct date is 11/22/2022 manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one encor biopsy probe, senomark biopsy marker applicator, removable probe cover and a partial vacuum assembly were returned for evaluation. On visual evaluation, the probe was received with a tip guide and marker inserted into the sample chamber. And it was noted that the red indicator on the probe body and the yellow indicator on the plunger were aligned. And the probe appeared to have residue throughout and it was noted that the aperture was received completely open. And it was noted that the no contamination material was observed with the probe. During ftir analysis, it was shown that the returned sample show a mixture of human components as well as contribution from a salt substance. And it was noted that the device were used on a patient and it was unknown if saline was used or not during the procedure. And it was noted that the material found will not be considered foreign. And it was noted that the material is consistent with the material used to manufacture peg push pellets that are loaded within the marker applicator. Therefore, the investigation for the reported device contamination is unconfirmed as the material was found to be consistent with the material manufactured for peg push pellets.( in ftir analysis). A definitive root cause for the alleged device contamination could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post breast tissue marker placement procedure, a plastic marker like pellets allegedly came out when the needle was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after a breast biopsy marker placement procedure, a plastic segment like marker pellets allegedly came out when the needle was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 11/24/2022. The correct g3 date is 11/03/2022. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one encor biopsy probe, senomark biopsy marker applicator, removable probe cover and a partial vacuum assembly were returned for evaluation. On visual evaluation, the probe was received with a tip guide and marker inserted into the sample chamber. And it was noted that the red indicator on the probe body and the yellow indicator on the plunger were aligned. And the probe appeared to have residue throughout and it was noted that the aperture was received completely open. And it was noted that the no contamination material was observed with the probe. During ftir analysis, it was shown that the returned sample show a mixture of human components as well as contribution from a salt substance. And it was noted that the device were used on a patient and it was unknown if saline was used or not during the procedure. And it was noted that the material found will not be considered foreign. And it was noted that the material is consistent with the material used to manufacture peg push pellets that are loaded within the marker applicator. Therefore, the investigation for the reported device contamination is unconfirmed as the material was found to be consistent with the material manufactured for peg push pellets.( in ftir analysis). A definitive root cause for the alleged device contamination could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post breast tissue marker placement procedure, a plastic segment like marker pellets allegedly came out when the needle was removed. There was no reported patient injury.